Event description:
It was reported that the user's handheld screen would continually freeze following successful interrogations. Reseating the flashcard did not resolve the issue; therefore, a new device was sent to the site to replace the non-working device. The non-working device has been returned to the manufacturer. Product analysis has been completed on the returned software and handheld computer. Analysis did not identify any anomalies that may have contributed to the freezing of the handheld screen and the reported screen freeze event could not be replicated during analysis. However, it is known that under certain conditions this type of screen freeze event can occur with the (B) (4) handheld computer and cyberonics (B) (4) version software.